Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint . The global transmitter final function test was performed and passed as well. A transmitter voltage test was performed and passed as well. The reported customer complaint could not be replicated with the returned transmitter. The root cause could not be determined post investigation.